Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer's blood glucose level at the time of admission was over 500 mg/dl. The customer was treated with an intravenous drip, insulin drop, and injections. The caller was unsure whether or not the customer was wearing the insulin pump at the time of the hospitalization. After troubleshooting was performed the caller was advised that the insulin pump was working as designed. The device will not return for analysis.